Manufacturer narrative:
Date sent to the FDA: 8/1/2018 patient code: - surgical intervention  additional information: additional narrative: it was reported that the patient underwent mesh revision on (B)(6)2008. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy, salpingo ¿ oophorectomy, and cystoscopy. It was reported that following insertion the patient experienced mesh erosion. No additional information was provided.